Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, the catheter allegedly was broken near the port body. The patient current status was unknown.

Event description:
It was reported that during port placement procedure, the catheter allegedly was broken near the port body. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic and functional testing were performed. The investigation is confirmed for catheter break, deformation due to compressive stress, naturally worn and material separation as a complete circumferential break was noted from the distal end of the cath-lock that was elliptical in shape and a circumferential kink was noted from the proximal end of the distal segment. Both edges of complete circumferential break were elliptical in shape and jagged, surfaces appeared granular and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.